Event description:
It was further reported that the still experienced pain when stimulation was on. The patient had fallen directly on her leg and device. The device had been turned off since the last report, but the patient wanted to turn the device back on. It was suggested that the patient turn the stimulation on to a comfortable level and potentially reprogram the device if necessary. The patient's physician felt that the lead may have migrated too close to the nerve. A revision was being discussed. Additional information from the patients physician was requested.

Event description:
It was reported that while stimulation was turned on a loss of therapeutic effect occurred. This lack of therapy began in november or (B)(6) 2011. The event occurred following a seizure and subsequent fall. The patient had pain in the vaginal area on program 2 but did not experience pain on program 3. It was suggested to reprogram to address stimulation needs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na, lead model 3889, lot # v796194, implanted: 2011-(B)(6), explanted: unk.